Manufacturer narrative:
Visual inspection of the returned product showed that there was no visible damage to the lens or evidence of surgical residue. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
It was reported that the surgeon inserted an aq2010v silicone three piece lens and the lens was torn during insertion. The lens was removed without any patient injury.